Manufacturer narrative:
UDI is unknown; no additional information was received.no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed and root cause could not be determined. No lot number was provided; therefore, a device history record (DHR) review could not be completed.

Event description:
It was reported that the pump failed. The reservoir volume showed 18.2 ml of medication remained; however, the pump bag appeared empty. No patient injury was reported.